Event description:
It was reported to gore by the physician in a casual conversation that a patient who received the gore seamguard bioabsorbable staple line reinforcement material required reintervention because a leak developed post-op. The physician created a temporary ileostomy to remedy the situation. There was no allegation of product deficiency made by the physician. Gore has made the decision to report this incident because it is seen as a reintervention.

Manufacturer narrative:
Review of the device manufacturing record history is currently in process.